Manufacturer narrative:
D9 - date returned to mfg: 9/15/2025. Received one (1) used. List #14687-15, primary plum set for inspection. There was a tear on the tube. The tear through the tube was a straight and clean cut. No other damage and anomalies were noted no packaging was returned. Received one (1) picture of the set showing the cut tube. The reported complaint cut tubing can be confirmed. The probable cause is due to interactions with a sharp object. The manufacturing process was reviewed and there are no sharp objects or instruments on the manufacturing floor capable of the observed damage as a preventative measure. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Additional reporter (B)(6). The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was stated in the report that "there is a crack on the tubing. There was patient involvement but no patient harm in the event. There is one quantity affected.